Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00193 on 02aug2021. Additional information (06aug2021): siemens investigated the event. A review of the photometer data indicated abnormal kinetics after reagent 1 sample delivery. There were also potential foaming issues with the blanking wavelength (694nm) and primary wavelength (596nm). Additionally, the logs showed an error for abnormal aspiration on the dilution arm and drain water not detected for reagent arm 1. It was recommended that the dilution probe and drain be inspected for potential gel build up and to verify mixer impeller and reaction ring alignment. The sample should also be verified that it was prepared properly, and the wash port should be checked to ensure that the water is not activating the liquid level sensor unintentionally. Contributing factors such as sample integrity and preanalytical variables could not be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The system was fully operational.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the instrument, cleaned the probe drains, and realigned the dilution probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed creatinine patient result was obtained on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The final repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine patient result.